Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply and cartridge change, the ilet user experienced prolonged elevated glucose readings, with cgm high of 401 mg/dl and a confirmatory fingerstick of 356 mg/dl; the pump cgm trend was flat, the user denied symptoms, used an inset 23" infusion set, and a recent meal was noted to potentially prolong the high, while the device problem and component were recorded as insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.